Event description:
It was reported that the ventilator backlighting does not work anymore.no patient harm reported.

Manufacturer narrative:
Date of report: 25sep2018. Date received by manufacturer: 25sep2018. Correction: a back light inverter printed circuit board assembly (pcba) and backlight inverter cable were replaced. Remove: the service engineer (se) inspected the device and confirmed the reported issue. The se replaced the user interface assembly, filter and retainer fan guard, power cord, gas delivery system (gds) and the motor controller printed circuit board assembly (pcba). The se performed performance verification tests and all test passed.

Manufacturer narrative:
Date of report: 24sep2018. International (B)(4). Date received by manufacturer: 23sep2018. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the user interface assembly, filter and retainer fan guard, power cord, gas delivery system (gds) and the motor controller printed circuit board assembly (pcba). The se performed performance verification tests and all test passed. A user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a burn out cold cathode fluorescent lamp (ccfl) backlight.